Event description:
The customer reported that the shock button had to be pressed three times before it worked.

Manufacturer narrative:
The customer reported that the shock button had to be pressed three times before it worked. The device was evaluated at philips and the symptom could not be duplicated. The device will be returned to the customer after passing all testing. We are considering this a malfunction. We cannot determine the cause since the symptom could not be replicated.